Event description:
The customer contact reported a leak at the flush device; subsequently, blood loss was noted. The monitoring kit was being used to deliver an unspecified concentration of saline. After an unspecified length of time in use, the patient was repositioned, and the customer contact noted an unspecified volume of saline and blood leaked at the flush device. At this time, a crack in the flush device was noted. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.